Event description:
The facility returned the device for service. During service, failure code 570 was reported. According to the hospital representative, there was no patient injury or medical intervention since pump was last serviced. No additional contact information was provided.